Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 6.6 mmol, 8.8 mmol. Tests were done with 20 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.